Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head just blacks out and presented connection issues. The issue occurred during set up (inspection for use), before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit connector and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty cable unit connector a root cause could not be identified foe the failed water leak test. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.